Manufacturer narrative:
Date of initial report: 2017-05-09. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit gave a false positive detection with the conform plus ii body scanner following a procedure. The sponge count was correct. The user changed to a blair port wand scanner and got an all clear. The user also tried a different conform plus ii body scanner and got an all clear. Per the hospital's policy, an x-ray was performed on the patient since they had originally gotten a false positive detection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.